Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported via email by a healthcare professional. The customer received unspecified low glucose sensor scan result on the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer was admitted to the intensive care unit with a blood glucose level of >1000 mg/dl upon admission was diagnosed to have extreme diabetic ketoacidosis, with multiple organ failure; very poor prognosis. There was no report of death or permanent impairment associated with this event.